Manufacturer narrative:
(B)(4). Date sent: 08/15/2019. The DHR for lot 8164 was reviewed. No defects, reworks, or ncs related to the product complaint were found. Lot 8164 is affected by the 2018 linx recall. H10: corrected data: based on the information received this event does meet the FDA defined criteria for a serious injury. Additional information was requested, and the following was obtained: confirmation is needed regarding the explant of the device. Was the device explanted on 07/01/2019? Yes. Did the patient undergo an MRI since device implant? No . Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Cxr. Does the device appear to be in a continuous annular state in these images? No.

Manufacturer narrative:
(B)(4). Date sent: 11/04/2019. Device analysis: visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. Analysis found that the returned device had an exposed weld ball visible paired with the washer through hole of the adjacent bead. The washer through hole was measured with computed tomography (CT) and found to be out of specification. The paired weld ball diameter was found to meet specifications. Overall review of the device function and dimensions, excluding the out of specification washer hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. The DHR for lot 8164 was reviewed. No defects, reworks, or ncs related to the product complaint were found. Lot 8164 is affected by the 2018 linx recall.

Manufacturer narrative:
(B)(4). Corrected data: this information was omitted on the previous report. Per photographic evaluation: an x-ray image was received which appears to show a 13 bead linx device in discontinuity (a larger than normal separation between two beads).

Manufacturer narrative:
(B)(4). Date sent: 07/23/2019. Additional information requested, and received: do you have the linx product code? Lxmc13. Do you have the lot number and serial number (if applicable)? (B)(6). On what date was the device implanted? (B)(6) 2015. On what date will the device be explanted? (B)(6) 2019. Were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Minimal please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Gerd symptoms please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Gerd symptoms had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes if yes, what diagnostic testing was done and have they received the test results? Egd, ph, manometry.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: do you have the linx product code? Do you have the lot number and serial number (if applicable)? On what date was the device implanted? On what date will the device be explanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was done and have they received the test results? Do we have permission to contact the physician that performed the explant? If yes, what is the surgeon's name, address and telephone number. Did they have an autoimmune disease? Has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Are they currently taking steroids / immunization drugs? Thank you in advance for your assistance. Response: I have requested this from the customer and they have not provided anything. The explant is scheduled for july 1. I will provide the information when I receive it.

Event description:
It was reported that post implant of linx reflux management system that the device became discontinuous resulting in the return of reflux symptoms for the patient. The device will need to be explanted and replaced with a new device. The explant date is scheduled for july 1.